Event description:
It was reported that the right ventricular lead impedance and thresholds have increased. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance and thresholds have increased. It was later reported that the lead had intermittent capture and was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the proximal segment was returned and analyzed. No anomalies were found. The outer insulation had a cosmetic depression, the overlay tubing had environmental stress cracking and blood was noted on the defib conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Resistance/impedance increase was noted as the weekly pace lead impedance trend data shows an increase for min and max ventricular pace bi impedance was 456 to 817 ohms peak between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted as the weekly pace lead impedance trend data shows an increase for min and max ventricular pace bi impedance was 456 to 817 ohms peak between (B)(6) 2012.